Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found out to be dislodged as it exhibited high threshold measurements. The lv lead was explanted. No additional adverse patient effects were reported.